Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a tip and tail break. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and investigation. Device evaluation and inspection found the ceramic insulation is missing. In addition, inspection found cracks at the base of the insert. Based on the results of the investigation, the reported issue was confirmed. A definitive root cause of the reported issue cannot be conclusively identified. Probable cause could be due to physical stress, wear problem, damage or deterioration of parts etc. Olympus will continue to monitor field performance for this device.